Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the infection was confirmed. They stated that the cause of the infection was because the batteries had died in the remote, so it was related to the device and therapy. They were given antibiotics.

Event description:
A patient reported an infection. The patient noted she took a specimen back yesterday and she as waiting to hear what was going on. The patient reported she thinks she has an infection. The patient reported that she found out that she may have developed a very bad urinary tract infection (uti). The patient stated she had gone to the emergency room and her blood pressure was really low and her creatin levels had dropped so they put her on some strong medications. The patient noted she has one kidney. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.